Event description:
As per the report received from lebanon, edwards received notification of a pascal precision procedure in mitral position. Approximately five (5) months post-procedure, a single leaflet device attachment (slda) occurred. There was no calcification, indentation or clefts. During procedure, a total of three pascal devices were implanted: first device was implanted in anterior-posterior position (a2-p2), second device on the medial side of the first one, and third device on the lateral side of the first one. There was no grasping challenges for any. Approximately five (5) months post-procedure the patient presented with symptoms. Echocardiography revealed the third device implanted resulted in an slda, and the second device implanted was fully detached, remaining in the descending aorta. The patient subsequently underwent surgery in a different hospital to remove the devices, and has made a full recovery.

Manufacturer narrative:
This is MDR 1 of 2 for this event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Available information does not suggest what caused the complaint event. As per information received, three devices were implanted in a2/p2 without any grasping challenge, there was no calcification, indentation or clefts. Approximately five months post-procedure an slda was detected on the third device. There were no problems reported during the procedure. Since no edwards defect was identified, corrective or preventative actions are not required.